Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have meter issues. Customer's blood glucose was up to 500 mg/dl. Customer had delivered bolus and changed set. Customer's blood glucose was 400 mg/dl at time of call. Customer was unable to perform the high pressure test. After troubleshooting, customer will not be returning the device for analysis.